Manufacturer narrative:
The reported complaint of a user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cells as a result of wear and tear. Also, the reported complaint of a broken patient's loop wire restraint was confirmed during visual inspection. The root cause was due to wear and tear. The autopulse platform's top cover was replaced to remedy the broken loop wire restraint. Unrelated to the reported complaint, a damaged short black cover on the autopulse platform was also observed during visual inspection. This type of physical damage was also likely attributed to wear and tear. The damaged cover was replaced. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy ua07, the defective load cells identified during service evaluation were replaced. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial # (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that during shift check, the autopulse platform (B)(4) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on and also, the patient's shoulder restraint loop wire was broken. The customer was unable to clear the advisory. No patient involvement.